Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. The reason for call was to report that today patient started shaking so much when the implant battery depleted around noon today and therapy turned off. Pt rep said that they were at the lake. Pt rep asked for assistance with charging the implant. With instruction caller was able to start a recharge session and open the recharger app which said implanted battery is now at 25%. Pt rep wanted to turn therapy on so with instruction, pt rep connected to implant and turned therapy on and said that patient is in pain. Patient said that the pain is subsiding. Pt rep also mentioned that when the communicator was placed over the implant and made initial connection experienced a severe shock however said that has subsided. The troubleshooting steps that were taken on the call resolved the issue. Agent suggested that patient check their implanted battery level on a daily basis so that the implanted battery can be charged before it drops below 25%.